Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken/bent and the lens having foreign material on lens surface (fibers). Dimensional inspection found the lens to be within specifications. Conclusion: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Manufacturer narrative:
\Device evaluation: unable to perform dimensional inspection due to the haptic being missing. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+1.0/90 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vaulting. The customer stated the patient does not want to implant another lens at this moment. As of the date of MDR submission, the lens has not been returned.